Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation, wrinkling, device movement, headaches, brain fog, pain and anxiety¿.

Event description:
Patient reported "deflation, wrinkling, device movement, pain and anxiety". Additionally, patient reported "headaches, brain fog"; these events are not device related. Device remains implanted. This record is for the left side.